Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, the patient was at home when he felt his blood sugar going down. The cgm wasd 90 mg/dl and when a bg was checked it was 51 mg/dl. The patient didn't mention the symptoms he was having but he gave himself a shot with a glucagon injection via gvoke hypopen. After the shot, he felt his blood sugar coming back up and he stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.